Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the case plastic was damaged and coming apart. The receiver's plastic window was also broken and the liquid crystal display (lcd) was cracked. The receiver was charged and would not boot up. Functional testing and data download was unable to be performed. The receiver case was opened for further evaluation, the battery was found to be defective.